Event description:
It was reported that during the pacemaker implant procedure for a patient with complete heart block, this programmer displayed a black screen with an error message. The field representative noted they had moved from the pacing system analyzer (psa) application to the programmer screen when the error occurred. The programmer was rebooted but this did not resolve the error screen and another programmer had to be used to continue the procedure. It was reported the patient's heart rate was 20 bpm when the programmer was rebooted and pacing was not being delivered with the psa. The procedure was completed with no adverse patient effects. The programmer was returned for laboratory analysis.

Manufacturer narrative:
The programmer was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt, the programmer was thoroughly evaluated. The programmer passed baseline testing and system functional testing. Log files were extracted and analyzed. The error messages observed in the field were confirmed in the log files. It was noted that one error code was specific to a timing condition in the software while waiting for the hardware to initialize. The second error code was related to intermittent software issues. The correct response in the presence of both error codes was to reboot the programmer. Attempts were made to reproduce the errors by toggling between the psa and programmer applications, without success. Laboratory analysis confirmed the reported clinical observations, but was not able to determine a root cause as the programmer functioned properly during testing.

Manufacturer narrative:
The programmer was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the pacemaker implant procedure for a patient with complete heart block, this programmer displayed a black screen with an error message. The field representative noted they had moved from the pacing system analyzer (psa) application to the programmer screen when the error occurred. The programmer was rebooted but this did not resolve the error screen and another programmer had to be used to continue the procedure. It was reported the patient's heart rate was 20 bpm when the programmer was rebooted and pacing was not being delivered with the psa. The procedure was completed with no adverse patient effects. The programmer was returned for laboratory analysis.